Manufacturer narrative:
(B)(4). The customer returned one used cath-gard and a pacing wire. The tuohy-borst adapter was not returned. No defects were observed during the visual inspection. The cath-gard was filled with water and held for 30 seconds. No leaks were observed. The lot number was unknown; therefore, a device history record review was performed using a potential lot number pulled from the sales history of the customer. No relevant findings were identified. The customer complaint of the tuohy-borst adapter leaking could not be confirmed during complaint investigation because the adapter was not returned. No leaks were detected in the returned cath-gard. Without the entire device to evaluate the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that a 7 fr pacing wire was placed with patient. The sa-09847 sheath adapter was found to be leaking. Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4). The package was not saved to positively identify the lot number; however, other product on the shelf had lot# 13f16h0207.

Event description:
The customer reports that a 7 fr pacing wire was placed with patient. The (B)(4) sheath adapter was found to be leaking. Therapy was not delayed or interrupted.